Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of lock engagement lever, up/down knob cannot be locked securely, suction cylinder is deformed, due to deformation of scope connector, water tightness is lost, due to a pinhole on the channel tube, water tightness is lost, adhesive on the bending section cover has wear, and connecting tube has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope during intake, the valves get stuck, and it remains in continuous intake, despite changing the valves and lubricating them. Appearance of horizontal lines on screen. During inspection and evaluation, a gap of adhesive on the distal end / stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the gap between acoustic lens and ultrasound probe occurred due to a handling mistake of the facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.